Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.